Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. There was no impact to the customer's blood glucose level. Due to the occlusion occurring in the past, troubleshooting to determine the source of the occlusion was unable to be performed. Reportedly, the customer changed their infusion set and cartridge to resolve the issue.